Event description:
While attempting to cardiovert a pt, the device discharged energy once successfully; however, on the second attempt to deliver energy, the device displayed "defib fault 78" and "defib fault 80" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.